Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the strip reader module (srm) was defective. The fse replaced the srm to resolve the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer called in to report multiple controls, and reflectance failures on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.